Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and inadequate stimulation issues. The patients leads also had high impedances. The patient underwent a spinal cord stimulator (scs) system revision procedure. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5130371, UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5130231, UDI: (B)(4).